Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(4) cartridge - unknown lot#, platinum I inserter - unknown serial# . (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion of a zkb00 intraocular lens (iol), the patient moved causing the lens to get caught. Incision was enlarged and suture was required. The lens was replaced with another lens, same model during the same procedure. No other patient injury reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the complaint unit was returned to the manufacturing site for investigation. Observed lens damage is most probably to make remove and replacement possible. Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. There were no related non-conformance reports or deviations. A search on complaints revealed that no other complaints for this order number were received to date. The reported complaint could not be confirmed. Based on the lens analysis and manufacturing record review, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.